Event description:
Boston scientific received info that one day post-implant, this subcutaneous implantable cardioverter defibrillator electrode reportedly migrated; likely had dislodged. The physician elected to perform a revision procedure and secure the electrode however, this procedure has not been performed nor scheduled, at this time. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.